Manufacturer narrative:
Technician performed a function check and replaced the head up valve and issue remained. Technician replaced the CPR valve and this resolved the issue.

Event description:
Account alleged that the head of the bed will not rise. No injuries reported.